Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient had one conversation with the md about replacement and is scheduled to see the nurse practitioner on (b)(60 2017 to give her final decision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the rep. The patient reported that she continued to have jolting feelings on her left side. She reported that she turned her left program off and felt good stimulation on her right. The patient noted that she had more pain on her left side. The rep ran impedance testing and all contacts were out of range on electrodes 0-7, her left lead, in every position. The patient was going to follow-up with her provider the week following 22-aug-2017 to discuss how she was doing with her new program and whether she wants to consider replacing the system with a new one.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patent via manufacturer representative. It was reported that the patient was experiencing intermittent stimulation as it was ¿cutting in and out¿ when adjusting positions. The patient reported a history of a fall in (B)(6) 2016 and a car accident in (B)(6) 2017. The patient stated that they didn¿t notice a change in stimulation at the time, but that it had been happening over the past four to five weeks. Impedance testing showed that electrodes 1, 2, 3, 5, 6, and 7 were out of range. It was noted that electrodes 3 and 5 were in range at different times when impedances were tested in other positions. The manufacturer representative was able to reprogram the patient to give them good stimulation of their painful areas, using electrodes 8-15 and 4. The issue was resolved at the time of this report. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is non-malignant pain.